Manufacturer narrative:
Other relevant device(s) are: pn: 9735737, sw version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a cranial resection. It was reported that they felt inaccurate deep 2 mm. They took it into account and proceeded. There was no delay to the procedure and no impact on the patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.